Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient injury.